Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed replace battery alarms and cs 054 call service alarms, which may cause the display to be blank for several minutes. No damage was found to the battery compartment. During testing, the battery cap secured properly to the pump. The pump was exercised for 24 hours with no observed loss of power. The battery cap contact dimensions measured within specifications. The pump case was removed, and no evidence of internal damage or moisture was found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue with the pump. The issue was reportedly associated with battery changed. During troubleshooting, the reporter used a battery from a new pack, but the pump did not power on appropriately. The reporter confirmed that the battery cap was secure properly and there was no visible damage to the cap or the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.